Event description:
It was reported by the aci clinical specialist that a patient underwent an interventional coronary catheterization procedure on an unknown date. Peri-procedure, the patient was anti-coagulated with heparin. Following the procedure, the physician who is a trained user, selected a mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the device was deployed with a 5 minute post hold but the patient did not achieve hemostasis, therefore manual pressure was applied to the access site for 2 hours, at which time hemostasis was achieved with no further complications noted. No further information is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided.